Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this left ventricular lead was explanted and replaced due to dislodgement. The lead pulled back and the physician decided to use a new one in it's place. High capture thresholds were shown due to this issue. The dislodgement was confirmed with x-rays. No physical damage was noted and it is expected that this lead returns for analysis. No additional adverse patient effects were reported.